Manufacturer narrative:
A comprehensive re-review of manufacturing records was conducted. There were no departures noted during records re-review for lot nz17120144. Bovine pericardium implants undergo a validated sterilization method; tutoplast® which includes terminal sterilization by gamma irradiation after packaging. Manufacturing records indicate that all xenograft implants manufactured from this lot met all specification requirements at the time of release. To date, rti/tmi has manufactured and distributed 6 implants from this lot without related complaints. Given the facts that: (1) rti records re-review results indicated that bovine pericardium implants manufactured from lot nz17120144 met all specification requirements and release criteria at the time of distribution; (2) bovine pericardium implants from the complaint lot were processed utilizing a validated sterilization method, tutoplast® which includes terminal sterilization by gamma irradiation after packaging; (3) there were no departures noted during manufacturing records re-review; and (4) there were no related complaints associated with the lot, the surgical outcome of the recipient is more likely associated with one or more extrinsic factors, rather than an intrinsic property of the bovine pericardium implant.

Manufacturer narrative:
The xenograft remains implanted and therefore not available for evaluation. Therefore, a comprehensive records re-review will be conducted for the lot. This will include a re-review of manufacturing records, sterilization run reports, quality control / assurance reviews and release, and the complaints database for related complaints associated with the lot. Once these results are available, a follow up will be submitted.

Event description:
Correction - this report was originally submitted on 01/25/2019 under number 3002719998-2018-0001 incorrectly. The correct number is 3002719998-2019-0001. A correction follow up will be submitted for 3002719998-2018-0001. Rti surgical, inc (rti) received an adverse event from integra lifesciences on 12/26/2018 that indicated that a patient was implanted with an integra bovine pericardium dural substitute graft on (B)(6) 2018. Over the next several months, the patient began collecting cerebrospinal fluid (csf) at the surgical site. The patient required surgical intervention on (B)(6) 2018 at which time it was noticed that there was a large hole in the center of the graft. On 01/02/2019, the lot number was provided, and a records review was requested. On 1/14/2019, we received additional information from the physician, dr. (B)(6) indicating that the graft was not sutured under tension and in fact was over-sized to create a large sub-dural space. The patient did have significant post-operative nausea and vomiting although he had never seen these symptoms associated with a graft tear. There were no other grafts/implants associated with the surgical procedure on (B)(6) 2018. Csf started collecting at the implant site noted on a CT scan of the head performed 2-week post-operatively. There were no signs or symptoms of infection at any point. At the revision surgery on (B)(6) 2018, we used integra suturable duragen as an inlay graft to repair the defect site. The native integra bovine pericardium was very friable but handled 6-0 prolene suture to some degree. The new graft (duragen - not manufactured by rti) was sutured to the old graft (integra bovine pericardium), placed adheris sealant, and placed a lumbar drain as well as a head wrap. The patient is currently doing well. She recovered well from her revision surgery and has no evidence of persistent csf leak. On 01/18/2019, rti received communication from integra in the form of an updated complaint form, indicating that the patient had contacted integra regarding her post-operative complications and provided information contained in her medical records. A review of this information indicated the following: the patient (a (B)(6) years old female at the time of the first surgery; she turned (B)(6) years old by the time of the hospital stay for the second and third interventions) underwent repair of chiari malformation with implantation of an integra bovine pericardium suturable graft on (B)(6) 2018. The patient developed a large suboccipital, occipital and posterior cervical pseudomeningocele. As the pseudomeningocele developed, she began to experience lower cervical paraspinal tightness, suboccipital tenderness and recurrence of posterior skull pressure. The physician thought that the development of the pseudomeningocele was a consequence of intracranial hypertension / pseudotumor cerebri. The patient was hospitalized on (B)(6) 2018 for a 48-72-hour intracranial pressure monitoring to determine if she had intracranial hypertension / pseudotumor cerebri as the cause of the pseudomeningocele. It was determined that the patient demonstrated normal intracranial pressures in all positions. Based on this finding, it was thought that the pseudomeningocele developed due to a primary defect in the graft used for the duraplasty at the level of the chiari decompression. On (B)(6) 2018, the patient underwent a posterior fossa wound revision with exploration of the pseudomeningocele and revision of the bovine pericardium duraplasty graft. A lumbar drain was temporarily placed to maximize csf diversion away from the wound. -upon intervention, the pseudomeningocele with clear csf was noted under moderate pressure. The suture line for the implanted graft was noted to be completely intact. There was a defect of approximately 1.5 in x 1 in in the right paracentral region of the graft; the graft was noted to be friable on the medial aspect and more robust on the lateral aspect as it approached the native dura. An integra suturable duragen (not manufactured by rti) was placed underneath the defect to provide gasket seal closure of the defect.